Event description:
It is reported that the distal femoral impactor broke into 2 pieces upon impaction of zss distal femoral implant. Both pieces were found.

Manufacturer narrative:
This report will be amended when our investigation is complete.